Event description:
Customer called to report that ion selective electrode (ise) tubing lines #12 and #14 on the synchron cx delta clinical system, model cx5, would continually pop off and leak. The customer technical specialist assisted customer with troubleshooting the instrument by advising customer to reboot the instrument and replace the inactive flow cell solenoid. The troubleshooting did not resolve the issue, so a service request was generated. On the following day, the field service engineer (fse) inspected the instrument and found that the ise valves were not opening because the motion drive board was not functioning properly. The fse returned the next day to replace the motion drive board, the ise valves, and the uninterrupted power system (ups). The fse also rerouted the wires for the new ups. Finally, the fse tested instrument calibration and quality control to ensure that the services performed resolved the issue. Customer stated that no erroneous results were generated; therefore, no patients were harmed. Customer did not state harm to instrument operators.

Manufacturer narrative:
(B)(4).